Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the single leaflet device attachment of the implanted clip appears to be related to patient morphology/pathology as the physician reported that the suspected cause of the single leaflet attachment was the thin posterior leaflet and moderate aortic stenosis. The reported patient effects of death and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents of single leaflet attachment reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was received that the single leaflet device attachment was identified on (B)(6) 2015. The patient was scheduled to have a second mitraclip procedure on (B)(6) 2015, but the patient was treated with surgery instead on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2015, the procedure was to treat a challenging patient anatomy due to thin posterior leaflet, moderate aortic stenosis, and prior coronary artery bypass grafting (CABG) surgery. The mitraclip was successfully deployed, and the procedure was completed with no reported device or procedure issues. On (B)(6)-2015, the patient experienced dyspnea and a single leaflet device attachment (slda) of the deployed clip was noted. On (B)(6)-2015, mitral valve replacement surgery was performed. However, the patient expired approximately nine hours after surgery, possibly due to insufficient cardioplegia. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remained in the patient and the delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet. Mitral valve replacement surgery was performed, which is considered a permanent impairment. It was reported that post clip deployment, a single leaflet device attachment (slda) was noted. On (B)(6) 2015, mitral valve replacement surgery was performed. There was no additional information provided.